Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that the user error/perception may have contributed to the reported event. . The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and pulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device impantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site, that on (B)(6) 2013 the patient was found by the daughter disconnected from the ventricular assist device and unresponsive. The batteries were reconnected and breathing resumed. The patient was taken to the emergency room where he was intubated. The vital signs were stable on the ventricular assist device. The patient was transferred to another facility; he was still intubated but awake, alert, and following commands. Assessment showed patient in cardiac arrest in the setting lvad disconnection, does not appear to be a seizure/cva. Event considered resolved upon arrival to the new hospital as the patient was awake. No additional information available.